Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. After removing the sensor on (B)(6) 2017, the patient noticed the skin was red, bumpy and scabby. It was indicated that the patient has developed a scar due to the skin irritation and treated the affected area with body lotion. At the time of contact, the patient was doing okay. No additional patient or event information is available.